Event description:
It was reported that a spectrum pump was experiencing multiple system error 322 alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported system error 322 was able to be reproduced and confirmed through the event history log. Physical inspection found that the upper latch switch bracket screws were loose, allowing the upper latch switch to make an intermittent connection with the upper door latch. This poor connection was triggering the system error alarm. The upper aux assembly will be replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.